Manufacturer narrative:
The end user had foot surgery on (B)(6) 2014. She states that on the 3rd post op day, she applied the cold pack to her lower right leg just below her knee. It was wrapped in a thin towel. It was not placed on any open skin and was not place over or near the surgical site. After a few minutes, she experienced a burning sensation. She states the pack was moist on the outside but there were no visible tears or openings. She washed her leg and the following day went to the emergency room because her leg was red and swollen. She was told she had a second degree burn. She was given a tetanus vaccine and prescribed a topical ointment. The sample was not returned for evaluation. We have not identified a root cause. We have not confirmed the device caused the reported incident but due to the injury and need for medical intervention, this medwatch is being filed.

Event description:
The cold pack apparently leaked and the end user was diagnosed with a second degree burn.